Event description:
Caller reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Initially, the caller was unable to reload the original cartridge and resume insulin therapy. Technical support instructed the caller to remove the cartridge and deliver a bolus, which completed successfully. They then assisted the caller in loading a new cartridge using the proper technique, and the caller was able to resume insulin therapy. The issue was resolved.